Manufacturer narrative:
Initial reporter full name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), for 9 devices from this batch, humidity was observed inside the product tray. There was no patient involvement. This report is for #2 of the 9 devices.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Reference complaint # (B)(4); record ID (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), for 9 devices from this batch, humidity was observed inside the product tray. There was no patient involvement. This report is for #2 of the 9 devices.

Manufacturer narrative:
A sensation 7fr. 34cc catheter kit was returned intact and sealed. Clear fluid was found inside the product packaging. The evaluation consisted of a visual inspection confirming the presence of fluid inside the device packaging. Pull membrane from retainer test was performed and no failures were noted. A sample of the fluid has been tested via infrared spectrum analysis. The infra-red spectrophotometer results confirmed that the substance was silicone on both the iab and insertion kit which had migrated inside the packaging of the device during storage. Silicone is used as a lubricant during the manufacturing process and has been determined to be biocompatible. Devices with silicone found in the packaging can continue to be used and pose no risk to the patient. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The reported event of foreign matter is not confirmed, the substance observed and found to be present was determined to be silicone that migrated within the device packaging. It was not a foreign matter and was no nonconformity of the device observed. (B)(4).

Event description:
It was reported that prior to use of the intra-aortic balloon (iab), for 9 devices from this batch, humidity was observed inside the product tray. There was no patient involvement. This report is for #2 of the 9 devices.